Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed several pump errors. The customer's blood glucose was 120 mg/dl at the time of incident. The customer performed self test and the insulin pump passed. The customer also reported that the insulin pump alarmed power loss alarm and a replace battery now without low battery alarm. The customer stated that they had high blood glucose of 427 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.